Event description:
The customer reported that there was a communication failure error and the keyboard did not work. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power cord and plug. The system operates as intended.